Event description:
Caller reported that a cartridge alarm occurred, known specifically as cartridge alarm 20. There was no adverse impact to the caller's blood glucose level, as it did not exceed 500 mg/dl. The caller successfully loaded a cartridge and resumed insulin therapy, resolving the issue. No additional information was necessary for the outcome of the event, and the case was closed.